Event description:
Check lines and bags alarm, during refilling of the heater bag, using the homechoice (hc) system. The wife reported that she had unspiked an empty supply bag and replaced it with a new bag. The technical service representative (tsr) then assisted in ending therapy and unloading the cassette. No patient injury or medical intervention was reporteda at the time of the initial report.